Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pretest, the user was allegedly unable to inflate the balloon.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection, the exterior of the samples and did not find any evidence of a failure that would support the reported event. Per functional evaluation, (specification=able to inflate and deflate catheter without difficulty) - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 10sec and the inflation funnel did not balloon out during inflation. - deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. Dimensional evaluation results are as follows: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 11/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 12 thou, reinforcement 157 thou, inflation funnel thickness 51 thou, balloon thickness (average) 21 thou, inflation lumen coverage 9 thou, tactile evaluation: n/a. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, an advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pretest, the user was allegedly unable to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pretest, the user was allegedly unable to inflate the balloon.